Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a non-cardiac surgery the patient received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to oversensing of noise on the right ventricular (rv) channel. The clinician sent in an electrogram strip to boston scientific technical services (ts) for review as they thought they stated a magnet was placed on the device, which would disable therapy. Ts reviewed the strip and determined that noise could be seen on all three channels. It was determined that the magnet was likely not fully placed over the device. It was also noted that the oversensing lead to pacing inhibition with greater than two seconds of asystole. No adverse patient effects were reported.